Event description:
The following information was reported on 01/20/2015: approximately 1.5 weeks ago, a female patient underwent an interventional procedure. The patient was anticoagulated. The patient was closed with mynx, after a 2 minute hold, insertion site puffiness was noted. An extra 10 minute hold was applied, then the patient was sent to post op. After approximately 1 hour, a hematoma (less than 6 cm) developed and an additional 25 minutes of manual compression was performed. Hemostasis was established. The patient was hospitalized for reasons unrelated to the mynx device/mynx procedure. Procedure type: interventional coronary sheath size: 6f.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation was not performed and the reported event could not be confirmed. Based on the information provided, the root cause of the reported event could not be determined. A review of the lhr was not possible as the lot number was not provided. (B)(4).